Manufacturer narrative:
Product event summary: the full lead was returned. The proximal conductor of the lead became extrinsically fractured due to pulling/ stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant and stretching. Concomitant product: 4193 lead, implanted: (B)(6) 2005; 457453 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but removed due to patient anatomy. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.